Event description:
New information received noted oversensing on the right ventricular lead.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported via a merlin.net transmission that there was non-sustained oversensing episodes on the right ventricular lead. Upon review, high-amplitude noise artifact was seen. The lead was capped and replaced on (B)(6) 2018. The patient was stable before, during, and after the procedure.